Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-op, elective thyroidectomy minor case, no surgery had been started other than the patient being put to sleep. The anesthesia monitor showed patient in vtach before anything had been done. Once the physician cut the electrodes on the tube, the vtach immediately stopped. They never moved forward from the electrode check screen. Patient also went hypotensive about the same time as the vtach was occurring and "was nearly shocked to get her back into stable rhythym" per physician. It was confirmed with the patient after cancellation of the procedure that the patient has a breast clip in the left upper quadrant. This information was not in her chart prior. Anesthesia noticed the scar. The electrodes to the emg tube were cut, amiodarone was given to patient, and case was cancelled. The surgeon confirmed that the ventricular tachycardia that was displayed on the patient monitoring screen was very likely ¿interference rather than true v-tach.¿ this was further substantiated by cardiology review of the test strip, which ¿confirmed that this was likely not true v-tach¿, but rather interference between the nim and patient monitoring system. The patient was taken back to the or for the thyroidectomy later that afternoon, it was completed successfully without nerve monitoring.

Manufacturer narrative:
H6: a23 codes missing from the initial submission hence updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.